Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared a temperature alarm when customer plugged it into a power source. Customer cleared the alarm; however, the alarm recurred and the pump shut down unexpectedly. There was no impact to the customer's blood glucose levels. It was indicated an alternate pump would be used for diabetes management.